Event description:
While getting ready to come off bypass the perfusionist observed the cardiotomy reservoir level rising and noted that the scp pump was not generating flow although running at 2600 rpm. He came off bypass and attempted restarts on the scp pump in order to return volume to the patient. During these attempts rpm dropped from 2500 to zero and an e62 error display was noted. The perfusionist had to hand crank to transfuse the necessary volume. There was no patient injury. During the described event, it was also noted that the central display module for the s3 system, into which the scp system is connected.

Manufacturer narrative:
The scp system has been through an initial evaluation at sorin group USA's field service depot but without duplicating the failure. Over fifty (50) hours of run time has been performed with a variety of speeds and pressures. The s3 central display module was found to be in foreign language on its screen, confirming the customer observation of an abnormal reset to that language, but could be successfully set again to english. Both the scp system and the s3 central display module are being sent to sorin group deutschland for further evaluation. Results of this second evaluation will be communication in a follow-up report.